Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who had been treated with baclofen intrathecal. The patient's indication for pump use was intractable spasticity and other spasticity. The patient's pump was implanted on (B)(6) 2006, and six months after the pump was explanted ((B)(6) 2007). The patient has lost 25 pounds in one month, could not tolerate the pump, and it "was killing" the patient. The situation had resolved on an unknown date. The cause of the event, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.